Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated b7. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint withdraw difficulty was confirmed by the provided imagery . As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the complaint description, as reported, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, a 29mm sapien 3 valve was successfully implanted in the intended position. Upon commander delivery system removal, it was not possible to retrieve the balloon inside the esheath (balloon may not have been totally deflated as deflation was performed quickly). Both esheath and commander were removed together from the patient, cutdown was not needed. After removal, it was found that the esheath was very. A vascular complication occurred in the iliac artery when removing the commander delivery system in the esheath. A stent was implanted in the iliac artery to remedy the vascular complication. Patient passed away due to the iliac artery damaged. As per medical opinion, the root cause of the event is unknown, but could be related to the fact that the balloon was not totally deflated. Per training manual, delivery system must be fully deflated prior to removal. Residual fluid left inside the balloon due to the deflation difficulty can increase the balloon profile and result in difficulties withdrawing the balloon and esheath delamination, as seen in returned imagery. Available information suggests procedural factors (residual fluid) contributed to the event. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device was discarded.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 29mm sapien valve in aortic position by transfemoral approach. During the procedure, a 29mm sapien 3 valve was successfully implanted in the intended position. Upon commander delivery system withdrawal, it was not possible to retrieve the balloon inside the esheath (balloon may not have been totally deflated as deflation was performed quick). Both esheath and commander were removed together from the patient and cutdown was not needed. After removal, it was found that the esheath was damaged). A vascular complication occurred in the iliac artery when removing the commander delivery system into the esheath. A stent was implanted in the iliac artery to remedy the vascular complication. Patient passed away due to the iliac artery damaged.